Event description:
Device was used during a laparoscopic cholecystectomy procedure. Visibility was poor. Surgeon used another device to complete the procedure. Hosp has reported that no pt injury occurred.